Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified iliac vein. A 6.0mmx60mmx135cm (4f) sterling balloon catheter was advanced for pre-dilatation. However, during first inflation at 12 atmospheres, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported.